Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 11/11/2016 with the following findings: review of the pump¿s black box revealed a related rebooting event. Battery compartment cracks, battery compartment moisture ingress, and battery compartment thread damage was observed. Leak testing revealed a battery compartment leak. The returned battery cap contact dimensions were within specification and the battery cap threads were undamaged. The battery cap was able to secure to the pump. The pump powered on with a blank screen. Moisture was observed behind the display screen lens and on the pump¿s internal components.